Manufacturer narrative:
The reported icy catheter issue was confirmed based on visual inspection. Probable cause for the reported complaint was due to the high-pressure introduction likely caused by the use of a high pressure pump. Icy catheter instructions for use: when connecting infusion sets/injection systems to zoll catheters do not exceed 100 psi/689 kpa. During visual examination, a tubing burst and cut off 2 inches away from the distal end of proximal luered tubing was observed and the catheter was kinked at 7.5 inches away from the catheter tip. Functional testing of the returned catheter was performed. All lumens are flushed, except the proximal luered tubing due to the damage. Unable to perform leak test due to the condition in which the catheter was received. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint and there was no previous history of complaint reported for a catheter with lot number 142008.

Event description:
During patient use, the icy catheter burst on the connection point when user used contrast fluid over a high pressure pump. The icy catheter was replaced. No consequences or impact to patient.